Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that head computer tomography (CT) without contrast showed ph1 hematoma post procedure on (B)(6) 2024. The event was not a recurrent or new stroke and did not result from a device deficiency. The event was causally related to the disease under study and not related to an underlying condition or disease. There were no treatments or other actions taken. The outcome was not recovered/resolved. The site assessed as not related to the devices or procedure. The sponsor assessed hemorrhagic transformation stroke as possibly related to the procedure. Subarachnoid hemorrhage was assessed by the sponsor as device related (react and phenom) and procedure related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s vessel tortuosity was unknown. Final post-procedure mtici score 3; post- procedure 24h nihss 22 and outcome of the event is not recovered/not resolved. The subject¿s nihss improved to 16 at discharge and the subject completed their 90 day visit and exited the study. No hospitalization; no treatment, no actions taken. The subarachnoid hemorrhage causality assessment provided as: not related to procedure, not related to devices, causal relationship to disease under study and not related to underlying condition or disease.

Event description:
Additional information received reported that the patient experienced respiratory deterioration without infectious focus following the procedure on (B)(6) 2024. This was not the result of a device deficiency and recovered/resolved on (B)(6) 2024 without further treatment or actions. The site assessed the event as caused by the patient's underlying condition and unrelated to the device or procedure. The sponsor assessed the event as possibly related to the procedure. The patient's cell blood count (cbc) results were 12.3 g/l on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter patient¿s head computer tomography (CT) without contrast, diagnostic test result ((B)(6) 2024): subarachnoid hemorrhage blade. The patient was listed as not recovered/not resolved. The event was not a recurrent or new stroke. The adverse event (ae) was noted as a causally related to the disease under study and not related to an underlying condition or disease. The ae did not result from a device deficiency. Patient details: mrs score 0 and nihss score 24. The ae hemorrhagic transformation stroke assessed as possible related to study procedure. Ae description of sah noted as a new potential complaint. Location of proximal face of clot: pre-procedure mtici score 0 and final post-procedure mtici score 3. Ancillary devices: stent retriever embotrap 5x37.